Event description:
It was reported that in 2008 the patient hit the pump on the corner of the counter and it "blew up with fluid." The patient experienced a seroma. It was drained nine times. It was "a real big bubble." The pump was moved from the left side to the right side in 2008 due to the seroma. The patient has not had ¿a problem since." The patient had an appointment scheduled on (B)(6) 2013 for a consult. The pump was delivering morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10822r40, implanted: (B)(6) 2001, product type catheter; product ID 8590-1, lot # n117838, implanted: (B)(6) 2007, product type accessory; product ID 8578, lot # n114500, implanted: (B)(6) 2007, product type accessory. (B)(4).